Event description:
I am not really sure if there is a problem with my silicone implants, I could not get a person at the FDA on the phone to ask questions. I have had allergies, 1-2 months after I got silicone implants. I have severe hives at bedtime, etc. I have been to see doctors and allergists, had full physical and immunology, thyroid, heart and blood sugar level checked, and everything came back normal. If someone can contact me, that would be great. I've had hives every night for almost a year now. I have been on various antihistamines, as well as some asthma allergy medications. I'm just trying to figure out what is causing my allergies by ruling things out.